Event description:
Event description guidant/crm received information that due to the patient receiving shocks with a shock impedance of 149 ohms (open connection), this patient's shocking portion of the endotak c lead was removed from service. The rate sensing portion of this patient's lead had previously been capped due to a sensing problem on april 22, 1998. A new rate sensing lead was added in 1998. That lead was electively removed at this procedure without issue. Another company's lead has been implanted.